Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. At the time of the report, the touch screen was responsive and troubleshooting was unable to be performed. There was no impact to the customer's blood glucose. Customer would continue to use the pump for insulin therapy.